Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004 explanted: (B)(6) 2022, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 14-sep-2006, UDI#: (B)(4) ; product ID: 8596sc, serial/lot #: (B)(4), ubd: 14-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (100 mcg/ml at 7.25 mcg/day) and morphine (20 mg/ml at 1.45 mg/day) via an implanted pump. It was reported that the patient was taken to surgery for pump replacement due to a possible infection at the pocket site. During the procedure, the hcp attempted to clear the catheter with aspiration, but was unable to successfully aspirate the catheter. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issues. The pump and catheter were replaced. The issues were noted to be resolved.